Manufacturer narrative:
A ge service representative performed an on site investigation. The potentiometers were replaced and calibrated. The system was then found to be operating as intended.

Event description:
The customer reported that the rui (remote user interface/joystick) was not working. No patient injury was reported.